Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had a no delivery alarm during basal, bolus, and fixed prime on the insulin pump. The customer's blood glucose level was 156 mg/dl. The customer stated that he removed the entire set from his body and from the insulin pump. The customer cannot troubleshoot has already removed the set from his body and the insulin pump. The customer stated that he going to wait until his replacement arrives before connecting to the insulin pump.